Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. The customer was unable to troubleshoot for high blood glucose as the insulin pump was not working. The customer did not report any symptoms related to high blood glucose. The customer was treated with manual injection. It was unknown that auto mode feature was active or not at the time of event. Customer stated that the battery cap was damaged. The device will not be returned for analysis.